Event description:
Dr was using the flexible stainless steel "j" guidewire, while introducing it inside, the guidewire broke and a small piece of steel came out, which according to her may have been dangerous and may rupture the vessel. No harm done within the patient, according to dr.

Manufacturer narrative:
The complaint was unconfirmed. The reported damage of the guidewire could not be found or reproduced. The returned guidewire was intact and exhibited no defects or damage except for the kink that was found approximately 1.8 inches from the j-tip. The welds were intact and the coiled wire was not unraveled. The core wire was not exposed through the coils. The small piece of steel that reportedly came out out the guidewire was not returned for evaluation.